Event description:
It was reported that the subject device had a bent distal end. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6). E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of insertion tube, likely caused by too much force applied to the insertion tube. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.